Event description:
A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles and foam degradation were found inside the blower assembly area. Additionally, the service technician also noted dust contamination. No other technical findings were reported that indicated any contribution to or cause of the reported event. The device was scrapped by the service center after the evaluation was completed.